Manufacturer narrative:
No technical services were requested or performed for the reported event. Without a technical evaluation of the system, the system cannot be eliminated as a contributing factor the reported event. Ocular movement during treatment, ocular anatomy, and surgical technique can also contribute to, or be the cause of, a capsule tear during a manual or a laser-assisted cataract procedure. Following the laser treatment, the capsular bag undergoes additional stress during the remaining steps of the cataract procedure. The additional stress can also contribute to or cause a capsular tear. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during cataract removal some of the cortex was difficult to remove. Reporter indicated after successfully completing patients right eye with laser assisted treatment, the doctor began the removal of the lens. The surgeon decided to open his secondary incision wider with a blade so his metal irrigating and aspiration tip would be able to fit. During that process it seems he may have pierced the capsular bag, and ended up having to do a vitrectomy on the patient. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.